Event description:
It was reported on (B)(6) 2024 when our breast center was preparing to use the infusion tube, it was found that the guidewire inside was not smooth and the barbs were protruding, which posed a serious risk to the safety of its use, and the clinic replaced it with a new consumable for use at the first opportunity. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed the tip of the guidewire was bent; however, no details of this damage could be discerned from the returned photograph. No obvious evidence of use was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on (B)(6) 2024 when our breast center was preparing to use the infusion tube, it was found that the guidewire inside was not smooth and the barbs were protruding, which posed a serious risk to the safety of its use, and the clinic replaced it with a new consumable for use at the first opportunity. No other information was provided.